Event description:
The account alleged the bed has no nurse call function. No injury reported.

Manufacturer narrative:
The technician found that the pins were bent on the nurse call cable. The technician replaced the nurse call cable to resolve the issue.